Event description:
Spacelabs telemetry transmitter contains a battery that is removed when no longer on a patient. This unit was reported to continue to alarm at the central station after the battery was removed. Subsequent testing by biomed could not duplicate the problem. Normally, when the battery is removed, the telemetry transmitter stops alarming.